Event description:
It was reported that while using the surgical fiber during a prostate procedure, they "lost ability to turn fiber from the manipulating knob" at 27 minutes and 55 seconds and 193,349 joules of use. The procedure was completed using a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the complaint of ¿lost ability to turn fiber" was confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.